Manufacturer narrative:
Product event summary: the mapping catheter 990063-020, with lot number 218278984, was returned and analyzed. Visual inspection of the mapping catheter showed kinked shaft at 1.703 inches from the connector. In conclusion, the reported kink was confirmed upon visual inspection. The mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while the mapping catheter was removed from the packaging, a kink was observed. The catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.